Event description:
It was reported that the pump exhibited an error message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log confirmed a critical data failure occurred. Functional testing was able to replicate the reported issue; critical data failure was found at power up. The root cause was determined to be the interconnect pcb not working and therefore power point could not be performed to upload software from base to top case. The interconnect pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.